Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by turbid pd fluid and abdominal pain. The cause of peritonitis was unknown. Six days prior to the peritonitis diagnosis, the patient was hospitalized due to abdominal pain. On an unknown date, the patient was treated with vancomycin injection (500mg, intravenous, every 3rd day, ongoing), amikacin injection (150mg, frequency not reported, discontinued four days after the peritonitis onset) and meropenem injection (250mg, intravenous, once daily, ongoing) for peritonitis. Four days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from the events. No additional information is available.